Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD; implant date: (B)(6) 2012. (B)(4).

Event description:
It was reported that lead vegetation and systemic infection occurred. The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. No further patient complications have been reported as a result of this event.